Manufacturer narrative:
Citation: granot yn, passaniti g, prandi fr, sharma sk, kini a, lerakis s. Do we still need intra-procedural tte during transcatheter aortic valve replacement? A high volume, single center experience. Cardiovasc revasc med. 2024;68:1-5. Doi:10.1016/j.carrev.2024.05.011 earliest date of publication used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product, no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding the clinical impact of intra-procedural transthoracic echocardiography (tte) during transcatheter aortic valve implantation (tavi). The study population consisted of 115 patients who underwent tavi with either a non-medtronic sapien valve (n = 80) or a medtronic evolut fx valve (n = 35). During the procedure, the authors performed tte and observed the following severities of paravalvular leak (pvl) in the evolut fx patients: none/minimal (26 cases), mild (7 cases), and moderate (2 cases). A post-implant balloon dilation was performed in both patients with moderate pvl and in three of the patients with mild pvl, which improved the degree of pvl in each case. Elevated mean gradients (8-15 mmhg) were also recorded by the authors. No other adverse outcomes were recounted in the article.